Manufacturer narrative:
Event date approximated.

Event description:
It was reported that the patient experienced weakness and slurred speech. Patient underwent a successful and uncomplicated watchman procedure. Approximately 2 weeks post-implant, patient presented with right-sided weakness and slurred speech. Patient was evaluated by neurology and an echocardiogram was performed. There was no thrombus noted on or around the device. Additionally, a brain MRI was done and no embolus was noted. The physician could not confirm these symptoms were associated with the device, and stated it could have been a tia or seizure, but could not confirm. No interventions were performed. No known underlying contributory medical conditions. Patient has been discharged and is currently in rehabilitation facility. Patient is still on oacs. Final diagnosis is unknown to the physician at this time.